Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration error 80(non-recoverable system error) (exp 6 actual 18) . They also stated when they drained the water it was dark and had an oil sheen. A check of chiller temperature(t4) showed it was reading 19 degrees at steady state. They discussed this was indicative of a failed chiller. They requested a quote for depot repair.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller unit. During decon, it was found that all 3 pumps were working, but unit was not cooling. Chiller will not come on compressor. Chiller unit assembly was replaced. The arctic sun 6000 stat passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration error 80(non-recoverable system error) (exp 6 actual 18). They also stated when they drained the water it was dark and had an oil sheen. A check of chiller temperature(t4) showed it was reading 19 degrees at steady state. They discussed this was indicative of a failed chiller. They requested a quote for depot repair.

Event description:
It was reported that the arctic sun device was failing calibration error 80 (non-recoverable system error) (exp 6 actual 18). They also stated when they drained the water it was dark and had an oil sheen. A check of chiller temperature(t4) showed it was reading 19 degrees at steady state. They discussed this was indicative of a failed chiller. They requested a quote for depot repair.

Manufacturer narrative:
This MDR is being retracted as it is a duplicate of a record already submitted 1018233-2024-05308. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.